Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
It was reported that the patient was fused about six months ago. The patient presented at a follow up visit with pain. Images found the concorde bullet cage that was placed in the l5-s1 disc space had migrated out of the disc space and into the central canal. Surgery was performed to repair the pseudoarthrosis, removing and replacing the concorde bullet cage. Concomitant devices were also replaced during the procedure. Concomitant devices: expedium 6.35 ti screws, (B)(4), qty = 1. Expedium 6.35 ti set screw, (B)(4), qty = 4. Expedium prelordosed rod, (B)(4), qty = 1.

Manufacturer narrative:
The cage could not be located by the customer and is not available for evaluation. The device catalog number and lot number are unknown. Without a lot number, a review of manufacturing records cannot be completed. In the absence of a product sample, lot number, or observed trend this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Hosp cannot locate.